Event description:
During procedure for egde ligation of esophageal varices(x5) 1) microvasive multiligator used lot#5050390 unable to deploy last 3 bands. 2) another microvasive multi band ligator lot#5050390 defective- unable to deploy any of ligator after multi attempts to trouble shoot-procedure delayed. 3) multi band ligator by wilson cook placed to complete procedure(x3) add'l bands placed.